Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2025 in order to reposition the device to be placed onto a new internal fixture.